Event description:
Bioabsorbable screw broke upon insertion. Surgeon left portion of the screw that was imbedded in bone and retrieved the loose fragment. A second screw was used to complete the case with no issue. No pt injury resulted from the broken screw.